Manufacturer narrative:
Correction: reporting awareness date (date received be the mfg) is the date of the investigation closure. Date has been corrected.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the sample for evaluation. Your report of needle retraction failure was confirmed, and the cause was determined to be manufacturing related. One 22ga insyte autoguard unit from lot number: 3251086 was provided for investigation. The needle was received fully extended from the shield. Adhesive was found between the needle hub and the grip, which prevented needle retraction. A device history record review showed no non-conformance's associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Hard needles cannot be recycled no patient injury was reported.